Event description:
The report received from the study indicated that one-month follow-up after the index procedure, the patient was reported to have silent ischemia and was admitted to another facility for peripheral angiography due to chronic peripheral ulcers. This was reported during the one-month follow-up. The patient was reported to have had an acute lateral wall myocardial infarction (mi) during this hospitalization and expired. There was no reported evidence of stent thrombosis. The event was reported to have a possible relationship to the study devices, was not related to another cordis product, and was unrelated to the study procedure. No additional information is available.

Manufacturer narrative:
The patient had two cypher select plus stents implanted during the index procedure. The indication for the procedure was an acute anterior wall non-st elevation (nstemi), non-q wave myocardial infarction equal to or less than seven days prior to the procedure (ami <=7 days). The onset of pain was greater than 72 hours (>72) prior to the procedure. The patient was found to have three-vessel disease and two lesions were treated during the index procedure. A staged procedure was planned for cardiovascular safety. Lesion 1-1: the target lesion was the proximal left anterior descending (lad) coronary artery. The lesion was reported to be: de novo, 3.5 mm vessel diameter, 10 mm length, a 90% stenosis, a bifurcation lesion with inability to protect side branch, irregular, a moderately tortuous proximal segment, and type b2. The lesion was pre-dilated as planned with a 3.5 x 10 mm balloon at 15 atms. A cypher select plus 3.0 x 33 mm stent was implanted at 14 atms. The stent was not post-dilated. A satisfactory result was obtained. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. Lesion # 1-2: the target lesion was the mid lad. The lesion was reported to be: de novo, 3.0 mm vessel diameter, 28 mm length, a 90% stenosis, irregular, and type b1. The lesion was pre-dilated as planned with a 3.0 x 10 mm balloon at 12 atms. A cypher select plus 3.5 x 13 mm stent was implanted at 15 atms. The stent was not post-dilated. A satisfactory result was obtained. The residual stenosis was 0%. The flow pre and post-procedure was not documented. The patient was discharged three (3) days after the procedure on aspirin 100 mg/day permanently, clopidogrel 75 mg/day permanently, insulin, statins, ace inhibitor, and beta-blocker therapy. There were no reported adverse events (aes) or product deviations reported. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR report # 9616099-2008-00415 and # 9616099-2008-00416.